Event description:
The patient had ICD shocks and transferred to the hospital emergently. The emergent me checked and noted it was inappropriate shocks due to noise. When the patient position is leaning to the forward, there was a noise interruption. Therefore, it was determined that the event was caused by lead failure. The ICD was switched to off at the hospital and decided to monitor the patient in ICU. Additional lead was implanted. The relevant protego was capped and remained in the patient.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided iegm episodes revealed artifacts on the farfield and rv channel, which led to the reported oversensing as well as inappropriate shock deliveries. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.